Manufacturer narrative:
This information is based entirely on a global anonymous survey of 32 physicians on their experience of the velosorb suture. Patient information is limited due to confidentiality concerns. Please note, multiple patients and products with many different serial numbers and lot numbers were referenced within a product family in the survey; therefore, a one-to-one correlation could not be made with unique product serial/lot numbers. The model listed in the report is representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported.

Event description:
According to the survey, 19 users reported a suture break; 18 users reported reaction and minimal acute inflammatory reaction; 22 users reported ppe tears/damage (i.e. Glove tear); 21 users reported wound dehiscence or delayed wound healing; 14 users reported calculi formation; 17 users reported enhanced bacterial activity; 20 users reported transitory local irritation and 16 users reported other reaction to device materials. Survey respondents were given the option to write in additional adverse events encountered that were not listed on the survey. 3 out 30 physicians experienced additional adverse events; 1 respondent reported suture break. Another respondent wrote "just once résiduelle laxity" while the third user indicated that there was difficulty closing the wound in a diabetic patient with poor circulation.